Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4) device not returned.

Event description:
A report was received from (B)(6) stating fissures were noted on the transgastric-jejunal enteral feeding tube 15-days after tube placement. The patient started experiencing gastric reflux and pain. The doctor decided to replace the tube and noted an obstruction on the jejunum. Small fissures on the tube were noted allowing enteral nutrition solution to enter the stomach. No additional information was provided in regards to the patient's status and the outcome of the procedure.

Manufacturer narrative:
Upon receipt of the device, the lot number was different from what was originally reported. The actual sample from the complaint was returned without the original packaging. Visual examination of the device revealed that the molded head, tube and balloon appeared to be discolored with foreign substances on the exterior of the device. Simulated feed testing using water revealed water droplets exiting the gastric skive area. Magnification of the gastric skives area showed that the inner wall of the tubing which separates the jejunal and gastric lumens had tear which allowed for an inner lumen crossover. The feed port strap was also examined under magnification. It was observed that there was an apparent damage on the feed port strap. The end portion of the strap was detached and the detached/torn portion of the strap was not returned with the device. The cause for this incident could not be conclusively determined. A review of the device history record for lot number aa3343n19 was reviewed and the product was produced according to product specification. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred.